Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 300 mg/dl.

Manufacturer narrative:
B5, add h6(61 conclusion code), remove h6(67 conclusion code) per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)"

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 300 mg/dl.